Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited far r-wave oversensing. The dislodgement of the lead was verified by diagnostic imaging (x-ray) and visual examination. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.